Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used to sweep a duct on (B)(6), 2010 involving a (B)(6) old female patient (patient weight and identifier are unknown.) According to the complaint, during the procedure, the extractor balloon broke while sweeping the duct. The procedure was completed with another of the same device. There is currently no information on the status of the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An examination of the returned device revealed that the balloon had burst. The proximal and distal bonds met specifications and there was no damage noted on the shaft. The root case of the complaint was found to be operation context, as it most likely was the result of contact with a sharp stone or another operational factor. A review for similar complaints was completed and there were no other complaints reported. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor retrieval balloon was used to sweep a duct on (B)(6), 2010 involving a (B)(6) female patient (patient weight and identifier are unknown.) According to the complaint, during the procedure, the extractor balloon broke while sweeping the duct. The procedure was completed with another of the same device. There is currently no information on the status of the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.